Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the event was resolved without sequela on (B)(6) 2017.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID neu_unknown_lead, product type lead .

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that there was a lead migration / dislodgement. The diagnostic methods included an examination on (B)(6) 2016 that resulted in the identification of the stimulation being inefficient. Imaging (x-ray, MRI, CT scan, etc) was also performed which resulted in the identification of the lead migration via MRI on (B)(6) 2016. It was confirmed that there was no clinical effect on the stimulation, but stimulation was inefficient. The etiology was unrelated to the device/therapy, but related to the implant procedure. The actions/interventions included surgical abandonment/capped component on (B)(6) 2017 and resulted in an in-patient hospitalization due to an infection being discovered during surgery on the patient's scalp (subcutaneous). Antibiotics were administered on (B)(6) 2017 for the infection. The etiology of the infection was not related to the device/therapy, but possibly related to the implant procedure. The patient will be reprogrammed after the episode of infection. The event is ongoing.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID neu_unknown_ext, serial # unknown, explanted: (B)(6) 2017 , product type extension product ID neu_unknown_ext, serial # unknown, explanted: (B)(6) 2017, product type extension; product ID 3389-40, lot # 0209659552, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead; product ID 3389-40, lot # 0209659550, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the leads were surgically abandoned on (B)(6) 2017. Later on (B)(6) 2017, the entire system (implantable neurostimulator (ins), leads, and extensions) was explanted without replacement. No further complications were reported/anticipated.